Manufacturer narrative:
H6. Investigation results-the exactech devices were not reported. The cause of the patient's synovitis/instability and the revision as related to the devices cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. There is no mention of device issues in the revision operative report. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation a 80 y/o female patient had a left knee replacement on (B)(6) 2018. Approximately 4 years and 10 months after the initial procedure the patient had a left knee revision on (B)(6) 2022 due to synovitis. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report - rec'd on (B)(6) 2023. Diagnosis: synovitis with a failed left knee implant and mechanical instability. Patient was transferred to recovery room having tolerated the procedure well.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.